Event description:
It was reported that during posterior cervical procedure the screwdrivers stripped out and the persuader broke.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were found upon device history review. Visual inspection did not confirm a deformed tip and the instrument was able to attach to the polyaxial screw without issue. Conclusion: therefore the probable root cause of this event is user related.

Event description:
It was reported that during posterior cervical procedure the screwdrivers stripped out and the persuader broke.